Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and was last returned to the manufacturer for repair on (B)(4) 2011. Initial inspection revealed that the head and eccentric shaft were damaged. Prior to repair, the device was determined to be outside of calibration at the zero thickness setting. Within the 12 month time period from previous repair as recommended per the instructions for use, the device incurred damage which appeared to be due to improper handling by the customer. The cause of the reported issue is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome produced an uneven graft. Additional clinical follow up with the hospital indicated that there was no harm, additional harvest, delay, increased surgical time, or medical intervention as a result of the reported event.